Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04446. It was reported the patient experienced high impedances therefore surgical intervention was taken to explant and replace the leads. Therapy restored.